Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00325504. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Concomitant medical products: mentor memorygel 550cc silicone breast implant, serial number (B)(4), catalog number 3505504bc. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00325504. It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor memorygel 550cc silicone breast implants which the right side had issue with capsular contracture, unknown baker grade after implantation. The issue was confirmed by the physician. As a result patient had the implant removed on (B)(6) 2019.